Event description:
Report suggests that the pump was fitted into the clear syringe cover the wrong way round. Pump infusing dexamethasone (steroid) 16mgs in normal saline. Infused 48mm length of drug in 2-3 hour period. Device set in the previous 24 hours. When staff noticed the pump was set to between 22 and 32 (10's column was half way between). I.f.u. Clearly states correct fitment of cover.